Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this left ventricular (lv) lead was suspected of exhibiting loss of capture and dislodgement. Technical services (ts) recommended programming options and an x-ray to determine the position of the lead. This lv lead remains in service and no adverse patient effects were reported.